Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the cce server was not rebooted properly, so when the server came back online, the services did not start. A technical support specialist (tss) restarted the server from windows and when it came back online all services were started properly to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that the patient interface icon was appearing on the medstation and that patients were not transferring to the medstation as expected. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that the patient interface icon was appearing on the medstation and that patients were not transferring to the medstation as expected. However, there were no delays or adverse events or injuries reported based on this event.